Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Another test performed also read "lo". Last 5 tests in memory: 171mg/dl, 242 mg/dl, "lo", "lo", "lo". No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo." Another test performed also read "lo." Last 5 tests in memory: 171 mg/dl, 242 mg/dl, "lo", "lo", "lo." No adverse event reported.